Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 28th october 2010 and performed to specification up to the 20th december 2015. The device failed a self-test due to a low battery on the 27th december 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups several of which contain nonsensical durations were recorded in the device memory between the 14th - 30th march 2016. This may suggest the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by removing the pad-pak to power off the device. Investigation found the reported fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.